Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and provided the account the part number for the control box that should resolve this issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer to obtain the resolution for this alleged issue. The account stated they will not repair the bed at this time and will notify hill-rom if they decide to repair the bed in the future. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head and knee of the bed would intermittently come up on their own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).